Event description:
It was reported that during patient device check follow up, the pacemaker (pm) exhibited inappropriate auto-mode switch (ams) while the right ventricle (rv) lead failed to capture. No programming changes or intervention were performed. The patient condition was stable throughout.